Event description:
The pt had a left carotid endarterectomy procedure with a 0.8cm x 8cm vascu-guard patch implanted on (B)(6) 2011. The pt presented two months after surgery with swelling approximately the size of a golf ball at the clavicular end of the wound in the neck but no fluid. The pt had no fever but some discomfort. On (B)(6) 2011, the surgeon reported that he saw the pt in clinic last week. The wound sinus had opened up and there was some pus. The CT scan showed that there was no fluid around the patch. The pus was cultured and was positive for staphylococcus aureus. The pt received oral antibiotics. As of 12/15/2011, the pt was doing fine.

Manufacturer narrative:
No product was returned for evaluation, as the device remains implanted. The device history record was reviewed. According to the device history record, the device met specification at the time of MFR.